Manufacturer narrative:
The insulin pump was received with currents within specifications and passed self-test also, passed rewind, basic occlusion, occlusion, prime excessive no delivery alarm and displacement test. No a4 alarm noted. No a44 alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm iop test failure at 10:01am. Customer's blood glucose at time of incident was unknown. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer insulin pump will be replaced because of more than 2nd occurrence.